Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist will send a f/u letter to the pt and has reviewed the customer care advocate's (cca's) documentation. In 2009, the pt alleged that her one touch ultra meter had reverted to the set up mode about 2 days prior at 9 am after a friend had placed it in the refrigerator. The cca was unable to resolve the alleged issue. Six hrs later, the pt allegedly was sweaty and shaky with a headache. Although the pt denied receiving medical intervention, she did not indicate if she self-treated. The cca replaced the products. Since the pt allegedly had symptoms that are consistent with low blood glucose after the processor issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform the FDA of product(s) that do not pass inspection in a supplemental report.